Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,') and genital haemorrhage ('heavy bleeding, bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, coccyx pain, cramp in lower abdomen, depression, nausea, vomiting and cyst ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (tubouterine implantation, bilateral,other). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the device had 3 trailing coils on the left side and 2 on the right side. Received treatment for pain, bladder/urinary problem, other injuries/symptom : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes. Saline infusion sonogram - on (B)(6) 2014: confirmation of bilateral blocked tubes. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. Event : abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problem were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, coccyx pain, cramp in lower abdomen, depression, nausea, vomiting and cyst ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, bleeding,"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), arthralgia ("hip pain"), pain in extremity ("leg pain/foot pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (tubouterine implantation, bilateral,other). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, arthralgia, pain in extremity, bladder disorder, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: the device had 3 trailing coils on the left side and 2 on the right side. Received treatment for pain, bladder/urinary problem, other injuries/symptom : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes. Saline infusion sonogram - on (B)(6) 2014: confirmation of bilateral blocked tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: social media received: newly added events- bladder disorder, weight gain, urinary tract disorder,reporter was added.seriousness criteria (medically significant) of event genital hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain,') and genital haemorrhage ('heavy bleeding, bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, coccyx pain, cramp in lower abdomen, depression, nausea, vomiting and cyst ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (tubouterine implantation, bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the device had 3 trailing coils on the left side and 2 on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): saline infusion sonogram - on (B)(6) 2014: confirmation of bilateral blocked tubes. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs&mr received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain female, genital bleeding, dyspareunia. Lab test and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,') and genital haemorrhage ('heavy bleeding, bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3, coccyx pain, cramp in lower abdomen, depression, nausea, vomiting and cyst ovary. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), arthralgia ("hip pain") and pain in extremity ("leg pain/foot pain"). The patient was treated with surgery (tubouterine implantation, bilateral,other). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity and pelvic pain to be related to essure. The reporter commented: the device had 3 trailing coils on the left side and 2 on the right side. Received treatment for pain, bladder/urinary problem, other injuries/symptom : yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified): yes. Saline infusion sonogram - on (B)(6) 2014: confirmation of bilateral blocked tubes. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dyspareunia, hip pain and leg/foot pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received- new events hip pain and leg/foot pain were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.